Manufacturer narrative:
H2: a correction has been made for the previous information in section b5. The issue occurred during a procedure with a patient present not outside as reported in the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the short spinous process clamp was damaged. There was no patient involvement. It was reported that the issue occurred post-operatively after an unknown procedure. A patient was involved but patient impact information could not be obtained. It was reported that the procedure was a navigated, long-segment posterior spinal fusion (t9 to s1) for ankylosing spondylitis. There was a minor delay of roughly two minutes due to the removal of the clamp.

Manufacturer narrative:
H3: the spinous process short clamp, lot number: 230125, was returned to the manufacturer for analysis. The clamp was found to have the retainer clip missing. H6: codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.